Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the knee joint capsule was ruptured.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: pressure reading was 250 mm hg, tried to decrease flow rate and pressure setting, but buttons were gray and didn't respond. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be surgeon technique including incision sizes and procedure time, variations in scope or cannula size or condition, software error, or user settings. The reported failure mode will be monitored for future reoccurrence. Mfg date: 04/10/2015. (B)(4).

Event description:
It was reported the knee joint capsule was ruptured.